Event description:
While ventilating a patient, the evita ventilator turned off with an audible alarm. After about 10 seconds it turned back on. The electronic log book stored in the evita recorded a restart and then an error code # 02.01.001:1. This code is related to the ventilator checking alarm values for plausibility. If the alarm settings plausibility check is active while other background programs and calibrations are being run, this 02.01.001:1 error code may come up. This is an indicator of a computer communication timing issue. The remedy listed in the service documentation is to upgrade the software to version 6.12. Our ventilators are at version 7.00. Version 7.00 was supposed to correct the timing issues by giving the ventilator more time to complete its checks when other internal checks are occurring. There were no other restart errors in the logbook.======================manufacturer response for ventilator, pediatric======================they recommended running the unit for a day and periodically make setting changes. If the problem did not occur again then it would be fine to place it back into service. Draeger technical support said that they would forward the report to their product manager and regulatory staff.